Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported they are "going for a breast scan to check for alcl. One breast has got bigger and the other has a bump, they don't know if it's ruptured." Patient developed crohn's disease and ulcerative colitis in [year]" this is not device related. Patient later reported "left slight pain on upper pole and lower". The device remains implanted. This record relates to the left side.